Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via paddles. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a lifted pad/broken etches on a transformer on the analog board. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.